Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: ettf2828c70ej, serial/lot #: (B)(4), ubd: 17-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. The iliac extension stent graft etew2424c82ej was implanted distally and the stent graft abdominal tube ettf2828c70ej was then implanted proximally. The procedure was completed without endoleak. It was reported that post-operative CT five days later showed a type iiia endoleak had occurred. An additional procedure was carried out the following day and an iliac extension stent graft etew2828c82ej was implanted. Touch up was also performed during the procedure and it was reported that the procedure was successful and the endoleak resolved. As per the physician, the cause of the event was due to an insufficient junction of the two stent grafts. No additional clinical sequelae were reported and the patient is fine.